Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the event occurred that the value was separated between the value of blood gas analysis by radio meter and that of our product. When the value from blood gas analysis was 92.1%, the value from our product was 97%. No known impact or consequence to patient.